Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that when the surgeon inserted repositioning pin into the pt's mandible, the threaded end dislocated and remained in the mandible. The dislocated part was in the pt's skull.